Event description:
The customer reported that an 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended to swap the liquid crystal display (lcd) panels and see if the malfunction reoccurs or replace the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The customer reported to have swapped the lcd panels and stated that the issue has not reoccurred. The unit is back in service. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).